Event description:
Inari clot triever device used off label in a vein that was smaller than 8mm (per their idu (injection drug use.)). Device got stuck in the vein. Physician tried pulling the device out but it was stretching. Could not re-sheath the basket of the device because it was stretched too long. Had to go in with multiple balloon angioplasties to break the device free from the wall of the vein. Prolonged the case time to over 5 hours.